Event description:
The complainant reported using a humidifier in the room of their daughter. The child fell out of the bed while sleeping and knocked over the humidifier which spilled hot water onto the child causing 3rd degree burns to her wrist and arm. The injury required skin grafting.

Manufacturer narrative:
This incident is the direct result of misuse of the product in failing to heed the warnings/instructions provided with the product. There are instructions/warnings provided with unit stating "never place humidifier in an area where it is accessible to children."